Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Upon external/internal examination, there were no secondary findings. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found water contamination to moog blower, whining sound and faulty blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device and found evidence of water contamination to moog blower, whining sound and faulty blower.